Event description:
During a stent implantation procedure, the shaft of the express2 monorail coronary stent delivery system broke after the stent passed the "y" connection. The procedure was successfully completed with another device.